Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation coverage. A sjm representative met with the patient and a lead diagnostic showed two of the lead contacts are invalid. The representative was unable to reprogram the system and obtain effective coverage.